Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii, seroma-late, rupture.

Event description:
Healthcare professional reported "extra capsular rupture", "silicone leakage - effusion/lymphorea- inflammation-deflation due to recovery and capsulare contracture baker grade iii: the breast is hard and deformed, but no pain." Device has been explanted.